Event description:
It was reported that during a procedure there were leaking trocars and sleeves. The surgeon finished the case with the same trocars and sleeves as she started with. The leaking appears to have been coming from between the seal cap and the inner duck bill. But at times there was leaking coming from the top seal area. There were no patient consequences.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the b12lt device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally leak tested and passed. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. The analysis results found that the cb12lt device (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was functionally leak tested and passed. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The final quality release criteria were met before this batch was released for distribution. Device b additional information: batch # unk, expiration date: unk, manufacturing date: unk. The analysis results of the cb12lt device (c) found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. The final quality release criteria were met before this batch was released for distribution. Device c additional information: batch # unk, expiration date: unk, manufacturing date: unk. Leak test failure.